Event description:
The reported issue was noticed immediately when the clinical information center pro mp100d went down and lost telemetry monitoring for up to sixteen patients for twenty minutes until alternate monitoring could be arranged. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.